Manufacturer narrative:
The date received by manufacturer was reported as (B)(6) 2017. The actual date received by manufacturer was (B)(6) 2017. Date received by manufacturer: (B)(6) 2017.

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Results:bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after inserting a bd vacutainer® safety-lok¿ blood collection set into the patient's vein, the operator was going to remove the cap and the fitting of the tube peeled off. Another device had to be placed to the patient. No medical injury or intervention reported.